Manufacturer narrative:
UDI not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that when the umbilical cable was removed the battery meter level dropped. Trouble shooting on j7 revealed bad battery pair at j7 pins 1 and 2m and bad charge j7 pins 11 and 12. Battery voltage low due to charger malfunction. Once the charge and battery pair were replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x-ray batteries are not holding a charge. There was no patient present when this issue was identified.